Event description:
It was reported that this pacemaker system exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead, measuring 2238 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) walked through re-programing the device to the original settings and ran impedances and now measuring around 2100 ohms. Additionally, they increased the oor limits. The pacemaker and lv lead remain in service. No adverse patient effects were reported.